Event description:
It was reported that the patient experienced loss of capture during ventricular tachycardia event the patient was symptomatic. No external defibrillation was used. The autocapture was turned on and the patient would be monitored.